Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced heating at the ipg site while charging. Troubleshooting was unsuccessful. Replacement charger did not resolve the issue. As a result, the patient is awaiting surgical intervention.

Event description:
It was reported patient had her system explanted and replaced.